Manufacturer narrative:
This report is submitted on march 29, 2022.

Event description:
Per the clinic, the patient experienced headaches and an extrusion of the receiver stimulator. The patient suffered from anxiety and cephalgia and had become a non-user. The device was explanted on (B)(6) 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on april 26, 2022.